Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) with a non-prominent atrial septal aneurysm (asa) closure procedure using an 8f amplatzer talisman delivery sheath. After corresponding echocardiographic measurements, the device was selected. During procedure, the transesophageal echocardiogram (tee) showed an lax interatrial septum, characterized by a marked, highly mobile bulging toward the right heart chamber's and the device exhibits significant mobility. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. They decided to change the device and a new 25-18mm amplatzer talisman pfo occluder was chosen and implanted successfully. There was no clinically significant delay in procedure and no adverse consequences to the patient. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.

Manufacturer narrative:
An event of mis-sizing of the device was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for a patent foramen ovale (pfo) with a non-prominent atrial septal aneurysm (asa) closure procedure using an 8f amplatzer talisman delivery sheath. After corresponding echocardiographic measurements, the device was selected. During procedure, the transesophageal echocardiogram (tee) showed an lax interatrial septum, characterized by a marked, highly mobile bulging toward the right heart chamber's and the device exhibits significant mobility du to mis-sizing. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. They decided to change the device and a new 25-18mm amplatzer talisman pfo occluder was chosen and implanted successfully. There was no clinically significant delay in procedure and no adverse consequences to the patient. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable.